Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in gel. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: before use of the tube, there was a gel air bubbles issue."